Manufacturer narrative:
No investigation is possible without the returned product or lot number information; therefore, the exact cause of the broken venous luer tip cannot be determined. Standard industry luer components are used in the cartridge assembly. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported the plastic piece of the venous patient tubing broke off in the crrt patient's catheter. The patient required a new access placed.